Event description:
During course of surgery (vertical banding gastroplasty), surgeon used b stapler on stomach. Staple misfired ans several staples were loose. Surgeon switched to ethicon stapler, and the posterior tip of the stapler along with the excessive manipulation caused injury to the short gastric vessels. Two of the vessels bleeding retracted into the spleen. Desite efforts to control bleeding, bleeding continued and spleenectomy had to be performed.